Event description:
The product was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt & the device was difficult to remove. The surgeon was able to complete the procedure without any pt injury.